Event description:
During initial placement of a sapien valve, the valve was deployed too aortic and paravalvular leak (pvl) and central aortic insufficiency (cai) was seen on tee. A second valve was implanted. Initially, the patient was being considered for a 29mm s3 valve; with a CT area measurement over 600mm2 and 26x32mm by 3d tee.m2s measured 668.3 mm2. The decision was made to proceed with a 26mm sapien valve using procedural transesophageal echo (tee) information. However, intra-procedural 3d tee was difficult to acquire due to the extensive calcium in the lvot and annulus. The tee showed 2d echo measurements between 24.8mm-26mm. Balloon aortic valvuloplasty (bav) was performed with a 25x4.5 zmed balloon. Minimal leak was observed on tee. During valve positioning, the patient¿s aorta and arch were noted to be moderately tortuous and the valve was somewhat canted in the aorta. The guide wire was adjusted, as well as the flex on the delivery system with minimal effect on the coaxial position of the valve. The valve was positioned 60:40 aortic/ventricular and deployed 80:20 a/v, resulting in cai and severe posterior and anterior pvl via tee. Another valve was deployed 50% lower than the first valve, resulting in trace pvl and no cai. The patient remained hemodynamically stable during the procedure. The perceived cause of the malposition was ¿too large¿ annulus with robust sov, with a robust prep causing flaring of the outflow portion of the valve. The valve skirt was unable to seal the annulus, leading to pvl and cai. The patient had severe mitral annular calcification (mac), the coaxial alignment of the delivery system and valve was reported as poor, and the image intensifier angle was fair.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, patient factors (extensive annulus and lvot calcification, severe mac), possible undersizing of the valve, as well as poor alignment of delivery system and fair image intensifier angle, likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.